Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during implant procedure, the right atrial lead showed noise on the pacing system analyzer when screwed in. Additional attempts to unscrew and screw in were made and only noise was seen. The doctor checked through the pulse generator and high out-of-range impedance, low sensing, and the lead not capturing was seen. The lead was not used and replaced. The patient had no adverse issues.

Manufacturer narrative:
Analysis was normal. No anomalies were found.